Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance during removal of the gripper line and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, and the deployment steps were started; however, when attempting to floss the gripper line, a lot of tension was noted. Troubleshooting was performed; however, the gripper line would not move and would only stretch. At this point, a portion of the gripper line broke outside of the handle. The clip was not implanted and the cds was removed, and replaced. One clip was successfully implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was returned and investigated. The reported inability/difficulty removing the gripper line, gripper line stretched and gripper line break were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability/difficulty removing the gripper line was likely due to user technique/ procedural conditions as the gripper line was caught on one the frictional elements. Additionally, the reported gripper line break and stretched gripper line were cascading effects related to inability/difficulty removing the gripper line as troubleshooting steps were performed during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.